Event description:
Customer reported receiving a reading of 73 mg/dl on their freestyle blood glucose monitor. The reference reading of 232mg/dl was received on the lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow-up will be submitted.